Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 130 - 195 mg/dl. The customer is using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 179 mg/dl using truetrack meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/26/2018 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).